Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and the root cause could not be determined. The event can be detected by following the instructions for use which state: ¿3.8 inspection of the endoscopic system¿ ¿inspection of the air-feeding function¿ olympus will continue to monitor field performance for this device.

Event description:
Additional event information received from the customer: - the procedure was diagnostic. - the procedure was completed with another device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer originally returned his olympus gastrointestinal videoscope due to an unspecified aspiration issue. There was no patient harm reported from the above event. During the device evaluation, it was discovered that this unit had undergone insufficient reprocessing. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted, the unit had suffered insufficient reprocessing as there was foreign material found clogging the nozzle and restricting flow. Additionally, the cover was scratched, and the distal end adhesive was peeling and forming a gap. If additional information becomes available following the device evaluation, a supplemental report will be filed.